Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when performing high current output functional test on t.w. Power supply received that day, as per IFU, the device failed with readings of 5.2-5.3 falling outside of specs listed in IFU. This is new t.w. Power supply. Biomed has performed that test in the exact same manner as previous times. Biomed performed testing as stated in vasoview hemopro power supply service manual pg 17 section d "functional tests" per directions. Functional test do not require use of extension cables/adapters. Per direction for high current output test : with the 10k ohm resistor in place, turn the power setting knob clockwise all the way to the end, check the current from pin#1 to pin#5 using a multimeter in series with a 0.62ohm resistor. This functionality issue was observed by biomed. There was no patient involvement.